Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. It was suspected that this ra lead was fractured. Another ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientifics post market quality assurance laboratory. Visual examination noted that the helix mechanism was in a retracted position. Dried blood/body fluid was also noted around the helix. Subsequent testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis confirmed helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. It was suspected that this ra lead was fractured. Another ra lead was successfully implanted. No adverse patient effects were reported.